Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the cannula housing of the infusion set released unintentionally and there was wetness around the site. The patient experienced elevated blood glucose levels. No adverse event was reported. This occurred with 2 boxes from the same lot number. The infusion set was requested to be returned for product evaluation.